Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2017-01670. Device investigation is pending the return of the device.